Event description:
Waffle seat cushion deflated while pt. Was using cushion in chair. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter). Equipment failure reported to manufacturer's u.s. Product complaints team lead. Product available for return.